Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a fess operation, the pin of the antrum punch surgical instrument broke inside the nasal cavity. It was promptly removed by the surgeon, following the accident, only an additional x-ray was taken to verify that all the pieces of the instrument had been removed from the nasal cavity.